Event description:
It was reported that the patient was inappropriately shocked while in a swimming pool, due to noise and oversensing with their device. Electromagnetic interference (emi) was suspected. The device was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.